Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected modular cable issue was confirmed during the evaluation of the return modular cable. Additionally, evaluation of the returned modular cable confirmed discoloration of the controller connector bend relief and in-line connector bend relief of the cable. Visual examination and microscopic inspection of the returned modular cable revealed no tears or other evidence of damage along the length of the outer polyurethane jacket. The controller connector bend relief showed gradient, yellow discoloration. The inline connector bend relief showed a dark brownish discoloration. Visual examination of the underlying armor layer did not reveal any evidence of damage. The controller and inline connector pins appeared unremarkable. The remaining layers were removed to examine the underlying wires. There was kinking in the underlying wires approximately 9¿, 11¿, 13.5¿, and 18¿ from the controller connector. Visual inspection of the wires showed a complete break in the red wire approximately 3¿ from the controller connector as well as the orange wire approximately 4¿ from the controller connector. Microscopic inspection revealed breaches to the insulation of the yellow wire approximately 9¿ from the controller connector as well as breaches in the insulation of the brown and green wires approximately 13.5¿ from the controller connector. Additionally, there was a breach in the insulation of the orange wire approximately 18¿ from the controller connector. The separations in the red and orange wires would have caused the reported driveline power fault alarms. The hm3 IFU and patient handbook provide information on caring for the modular cable and identifying potential modular cable issues; however, all heartmate 3 lvad modular cables have the potential for wire breakdown to occur dependent upon length of use and patient handling. The hm3 patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms, as well as how to replace the modular cable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline power fault. The alarm cleared via the system monitor. The customer was instructed to wait 30 minutes for the alarm to reactivate and encouraged to replace the modular cable if the alarm reappears. Additional information was requested but was no provided. It was later communicated that approximately two months later on (B)(6) 2019 the patient called and complained of reoccurring driveline fault alarms. The modular cable was exchanged per the previous recommendation of abbott and the alarm reportedly resolved. The patient did not experience any adverse consequences due to the driveline fault or modular cable exchange. No further information was provided.